Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when opening the outer packaging of the powerloc to place the tube, it was found that the safety device was detached and could not be used. No additional information provided.

Event description:
It was reported that when opening the outer packaging of the powerloc to place the tube, it was found that the safety device was detached and could not be used. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a broken safety mechanism is confirmed but the root cause could not be determined. One 20 ga x 0.75 in. Powerloc infusion set without y-site was returned for evaluation. The powerloc infusion set was returned with its opened packaging and the needle cover slipped over the needle. The needle was observed to be bent. The safety mechanism was not engaged over the needle upon the return of the infusion set. The orange piece that should be inside the safety mechanism was not in place as it was completely removed from the device. Because the device was returned opened and the needle was observed to be bent, the complaint of a broken safety mechanism is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.